Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "static positive air pressure". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the drain bag ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that leg bag vacuum lock was pulled on to customer penis and made uncomfortable. The customer believed that if there was a vent hole where the catheter, connector and tube connects to the leg bag, then vacuum locked would not occurred. The system needed to be vented to prevent this issue. Customer had the same problem when used overnight bags. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that leg bag vacuum lock was pulled on to customer penis and made uncomfortable. The customer believed that if there was a vent hole where the catheter, connector and tube connects to the leg bag, then vacuum locked would not occurred. The system needed to be vented to prevent this issue. Customer had the same problem when used overnight bags.